Event description:
It was reported to boston scientific that a suturing cinch was used in an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the suturing cinch peak collar did not detach from the wire. When the physician used force to remove it, the suture snapped. No patient complications were reported as a result of the event. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of cinch failure to deploy.